Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 (mg/dl). Reportedly, customer did not eat because they were at an appointment. Customer consumed some soda and candy to treat their bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.